Event description:
The patient reported on (B)(6) 2014 at 10:58 pm she activated a new pod (B)(6). There were no carbohydrate count or insulin dosages provided. She went to hospital and upon arrival she was placed on an intravenous drip. She also stated that she had a viral cough at the time of the hospitalization. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.